Event description:
This (B)(4) study underwent stent implantation and at an unk time post implantation had a stent fracture. The target site was distal superficial femoral artery described as straight, de novo lesion, no thrombus, calcified, covering side branches, total length 120mm, and reference vessel segment distal superficial femoral artery with diameter 5.5mm, 100% stenosis before procedure. Two sirolimus coated smart stents were implanted without reported difficulties; however, there is no sterile lot number info available. In a follow-up 48 month visit, an x-ray was performed that revealed stent fractures of the two stents at 17, 25, 5, 21, and 75 mms from overlap. The pt was compliant with all post discharge orders. The stents remain implanted thus unavailable for analysis.

Manufacturer narrative:
There is no sterile lot number info available thus no DHR could be performed. Stent fracture is a known potential adverse event associated with stent implantation procedures. Without the sterile lot number info, it is not possible to check the mfg records. Review of the very limited info does not suggest what factors may have contributed to the reported fracture. This is one of two products used during the same procedure on the same pt, which is associated with mfg report #9616099-2009-01539.